Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device shown error code 200 ref 12, was confirmed. It was found that the 5 pin socket was corroded by fluid and the device had immediately shown error : 200ref12. Defective system software was replaced, the defective connecting plug was renewed, and socket connection between the ID and rf boards was secured with silicone sealant. The device was cleaned, newly calibrated, modified, tested and found to be fully functional. Fluid ingress into the device is responsible for the corroded 5 pin socket. However given the information provided, we cannot determine the root cause of the error shown on the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08-jun-2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in germany that during service evaluation, it was determined that the generator device displayed error code 200 ref 12. There was no procedure nor patient involvement reported. No additional information was provided.